Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the static anchor was implanted successfully. During dynamic anchor portion of case, the surgeon was having difficulty getting the dynamic anchor into the obturator membrane. After several missed attempts, the surgeon implanted anchor in membrane and during the tensioning, the suture attached to the dynamic side of the sling broke off at the connection point to the sling mesh, leaving the anchor inside the membrane tissue of the patient. The surgeon was forced to cut the sling on the static anchor side, leaving the anchor in place and removing the sling. A new sling was implanted successfully.